Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when disconnecting the end cap during care and maintenance of the catheter there is spontaneous blood return. No other information was provided.